Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 30mg/dl and treated with glucagon. Customer stated insulin pump was not suspended the insulin delivery and they were not using sensor. Customer stated auto mode feature was not used at the time of event. The insulin pump will not be returned for analysis.